Event description:
Update: 2/15/2013 - patient's operative records were received. No new information that would change the existing MDR decision, but part/lot information was updated.

Event description:
Clinical report states the patient was revised for aseptic loosening of the femur (right knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving new part/lot information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Radiographic information was not available. The investigation could not draw any conclusions regarding the reported event based on the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned for evaluation. Examination of supplied medical records suggests device loosening in vivo. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the root cause of the reported loosening. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.